Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2008 due to low blood glucose levels. The customer's blood glucose at the time of admission was 20 mg/dl. The customer explained that she was involved in a vehicular accident and was the driver of the car. The customer explained that she passed out while driving. The customer did not know what the perceived cause of the low blood glucose was. The customer stated that she was unsure if the vehicular incident was related to insulin pump therapy. The customer declined troubleshooting. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.